Manufacturer narrative:
Additional information will be available upon investigation completion.

Event description:
On may 23th, 2025, bvi received a complaint regarding an incident involving ophthalmic knives used during ocular surgery. The complaint described that the knife failed to cut effectively, resulting in leakage of the surgical tunnel and collapse and prolapse of the iris. Multiple attempts were made to contact the customer for additional information, but no response has been received. No information has been provided to indicate that these outcomes resulted in long-term harm, prolonged hospitalization, or other complications. There is currently insufficient evidence to conclude that the reported event resulted in serious deterioration in health. However, the complaint suggests a potential device malfunction that could reasonably lead to serious outcomes (e.g., permanent vision impairment or infection), particularly in the context of ocular surgery. Based on the nature of the incident, it is considered reportable to the competent authorities.

Manufacturer narrative:
The evaluation of this complaint was performed based on available information from the customer and historical data of similar incidents. The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. Multiple attempts were made to obtain further information and a physical sample from the customer to facilitate a more conclusive analysis. However, no response was received, and no sample was made available for evaluation. As a result, bvi is unable to confirm or replicate the defect as reported. Without the physical sample and additional customer input, the investigation could not determine a definitive root cause or validate the existence of the issue. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated.the issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.